Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. Additionally, the s-ICD and electrode exhibited noise in all programmed vectors while the patient was sitting and talking. Ts discussed potential troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken 4 months later. The device and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to provide additional information as well as to correct b5: describe event or problem and h6: device codes. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. Additionally, the s-ICD and electrode exhibited noise in all programmed vectors while the patient was sitting and talking. Ts discussed potential troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken 4 months later. The device and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. No adverse patient effects were reported. This device remains in service.it was reported that surgical intervention was undertaken 4 months later. The device was explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.